Event description:
It was reported the patient contacted technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator (ICD) was unable to be interrogated over bluetooth. No changes or interventions were reported. There were no patient consequences.